Event description:
It was reported that a patient experienced an increase in seizures starting about 7-8 months prior. The patient could also no longer feel magnet stimulation. The patient had not seen his previous neurologist since (B)(6) 2013, so it could not be determined if the increased seizures was above the patient's pre-vns seizure frequency baseline or if the device was at end of service. No further relevant information has been received to date.

Event description:
The patient was seen by a new physician on (B)(6) 2016, and system diagnostic results were within normal limits (ok/ok/3). The patient's output current was 0.75ma when he came to the appointment. The patient still did not feel stimulation after the settings were increased. The patient also did not report an increase in seizures to the physician, so no assessment could be made on whether or not the patient did have an increase in seizures and, if so, the cause.